Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air in line sensor required repair' which was reproduced through troubleshooting of the device. A review of the event history log identified the multiple presence of 'air in line!' Messages. The cause was determined to be a damaged ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor that required repair. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.